Event description:
It was reported that received the security notes (B)(4), and has the external paddles and the adapter for affected electrodes. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
An evaluation was performed and indicated there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, usability or performance of the device. Therefore, the pr (B)(4) record was closed as a non-complaint.